Manufacturer narrative:
Additional information: visual review confirms shaft fracture. The helical morphology of the fracture, which appears to follow the root of the thread, as the riverlines suggest torsional overload as the mechanism of failure. The above observations are consistent with torsional overload.

Event description:
It was reported that the patient underwent a dlif procedure. After placing the implant, the surgeon was removing the retraction stability pin and approximately 1cm was broken off in the vertebral body at l4. Because of the risk of attempting the removal, the surgeon opted to leave the fragment in the body. There were no patient complications associated with the event. The surgeon commented that the patient¿s bone density was hard and high torque was applied during the insertion.

Manufacturer narrative:
(B)(4). The device has not been returned to the manufacturer for evaluation. A review of intraoperative imaging shows the fragment above the anterior inferior endplate of l4.